Event description:
The user facility reported a 35-year-old female patient on an impella 5.5 due to acute myocardial infarction. During support, the CT scan revealed a catastrophic brain bleed post heart transplant. Patient went into acute rejection after receiving her heart transplant and required ECMO and impella 5.5 and required explant of the 5.5. Patient did not respond to multiple treatments and a discussion with staff and family to withdrawal from support and harvest remaining viable organs. The patient subsequently expired.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary : (stroke) : in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review the pump passed all the post sterile inspection checks.